Manufacturer narrative:
D3, g3: correction.

Manufacturer narrative:
Manufacturer investigation conclusion: thrombus in the centrimag blood pump was confirmed via the evaluation of the submitted photos. The thrombus was occluding all of the blades of the rotor and appeared to have formed acutely. The centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU explains that the pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to myocarditis. The patient was supported with extracorporeal membrane oxygenation (ECMO) support for 7 days and was implanted with centrimag on (B)(6) 2019. Another manufacturer's cannula was used, and an oxygenator was connected at the outflow side. Since cardiac support was not enough, a decision was made to add a right ventricular assist device (rvad). The patient was placed on cardiopulmonary bypass. The centrimag was stopped for more than 20 minutes and the pump was restarted. The patient subsequently developed hematuria and was sent to the or to replace the pump. Thrombus was reportedly found in the pump. No additional information was provided.